Event description:
It was reported that the patient's device was beeping. Interrogation showed that a lead integrity alert (lia) had triggered the day of implant for short interval counts (sic) and high rate-nonsustained episodes. The high rate-nonsustained episodes were due to t-wave oversensing (twos) post ventricular sense on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).